Manufacturer narrative:
Additional lot number: 1056172. Add'l device manufacture date: 06/2008. Investigation of returned products confirmed that oxygen nipple were broken off. Mechanical testing of similar devices has concluded that extensive force is needed to bend the oxygen nipple, during the test, the oxygen nipple did not break off. Products in stock have been inspected for reported product failure (oxygen nipple broken off): spur ii adult: (B)(4) pcs. Spur ii pediatric: (B)(4). Spur ii infant: (B)(4). Total pcs inspected: (B)(4) with 0 defect. The root cause to the reported product failure could not be identified. In the instruction for use, the following is described: before placing the product "ready for use" in emergency situations a functional check must be performed, this test includes test of the connection to oxygen supply. The integrity of kits issued for storage "ready for use" should be inspected at the interval established by local protocols. By following these directions and performing the prescribed function tests, the reported product problem will be found and the prescribed back-up procedure will be used. It is concluded that the risk of using a product, with a broken oxygen nipple, unnoticed is very low.

Event description:
(B)(6) pt was in full cardiac arrest when crew arrived on scene. Went to give CPR, found bag with broken o2 nipple. Opened another bag and it had same problem. Opened a third bag, unit was functional and was able to perform CPR. Per (B)(6), pt died but it was not related to bag issue. Pt was in full cardiac arrest and CPR was performed. Per (B)(6), bag did not contribute to pt's outcome. (B)(6) checked hi stock and found one more unit with the same defect.